Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that all symptoms have resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02783. It was reported a cerebrospinal fluid (csf) leak occurred during a permanent implant procedure on (B)(6) 2019. No treatment was performed to address the csf leak. Follow-up information indicated that the patient reported experiencing a headache and nausea during their post-op appointment on (B)(6) 2019. Patient was later admitted to the hospital on (B)(6) 2019 where the patient will be monitored. Patient reported that symptoms are relieving on their own.